Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in a left common femoral vein was attempted with a proglide device using the pre-close technique via a 8f sheath prior to a cryoablation interventional procedure. Reportedly, the proglide suture was successfully pre-placed. The sheath was upsized to a 14f and the cryoablation procedure was completed. Knot advancement was performed; however, the proglide suture did not achieve hemostasis. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.